Manufacturer narrative:
Gehc service personnel performed the following: trouble shoot system. Determine sluggish single board computer. Also found main power cable damaged and wire exposed. Replace sbc kit, ip, display adaptor, power cable, hard drive, and memory battery. Reload all cal. Files. System performs as designed.

Event description:
Gehc service personnel arrived onsite to perform pm on system. Verified a no boot on workstation.